Event description:
The device was returned for service. During service by baxter, door assemblies on pump 1 and pump 2 were found cracked. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition of "door assemblies on pump 1 and pump 2 were found cracked" was confirmed. Both pump 1 and 2 door assemblies have been replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.